Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 490 mg/dl. Insulin pump had black screen. Insulin pump was vibrating and red light was on. Customer did not provided any information about the symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.